Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that the atellica sample handler (sh) lost power and stopped working. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the sh. The cse found a loose connection at the main power circuit breaker. Sparks were observed and there was evidence of damage to a wire insulator. The cse cleaned the contacts and tightened the lug nut on the circuit breaker, restoring the sh to an operational status. The cause of the loss of power to the sh was a loose connection at the main circuit breaker. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
An outside of the united states (ous) customer contacted siemens to report that the atellica sample handler (sh) lost power and stopped working. Samples were not getting transferred to the analyzer. An alternate atellica solution with an atellica sh was available to continue laboratory operations. There are no reports of harm due to the loss of power at the atellica sh.